Manufacturer narrative:
The customer reports that their central nurse's station (cns) second display was black and the primary display was only showing numerics and no waveforms. The customer decided to rebooted the cns, after which the unit displayed a "display setting failed, check display settings" error. Because of this error, it was not letting them get into the application. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that their central nurse's station (cns) second display was black and the primary display was only showing numerics and no waveforms. The customer decided to rebooted the cns, after which the unit displayed a "display setting failed, check display settings" error. Because of this error, it was not letting them get into the application. No harm or injury was reported.

Event description:
The customer reported that the second display on the central nurse's station (cns) was black, and the primary display was only showing numerics, with no waveforms. After rebooting the cns, a "display setting failed, check display settings" error message was displayed, and the device would not boot into the cns application. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the second display on the central nurse's station (cns) was black, and the primary display was only showing numerics, with no waveforms. After rebooting the cns, a "display setting failed, check display settings" error message was displayed, and the device would not boot into the cns application. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed extensive troubleshooting measures with the customer, however a definitive root cause could not be determined. The customer reported having resolved the issue by adjusting the display screen settings and some other (unknown) actions, to resolve the issue. Based on the available information, nk was able to confirm the reported issue was possibly due to incorrect display screen settings, (due to a user related set up error) and possibly due to corruption. User related errors, (including incorrect settings of the system, incorrect setup/installation, ungraceful shutdowns, or unexpected shutdowns), can lead to damage to sensitive components such as the hdds and can lead to error messages being displayed, such as communication errors or network disconnect errors. Also, set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices etc.), can lead to a variety of different failures. If a setup/installation issue occurs, it is typically due to a user related error and/or file/software corruption. User related setup and installation issues can also lead to the cns device experiencing multiple issues and error messages being displayed. A significant trend that would suggest a design or manufacturing issue or warrant any further corrective action, has not been observed. A review of the customer's account found that this was an isolated incident. The following fields contain no information (ni), as attempts to obtain the information were made, but was not provided. Attempt #1 03/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.